Manufacturer narrative:
The phaco handpiece was not returned for evaluation. Manufacturing review confirms that this phaco handpiece which is in alignment with the scope identified in the internal investigation. The phaco handpiece was not returned for evaluation. This complaint was opened to address a reported event of temperature high. This event type is consistent with a known, previously investigated issue. It is important to note that the elevated shell temperature of the handpiece is not instantaneous as a result of this event; it gradually increases with use, and can take up to approximately 5 minutes to heat up. During product-use training, the surgeon is advised to discontinue use of the handpieces if there are any indications of the handpiece reaching its end of life. Quality assurance will continue to monitor for evidence of adverse trending of reported events and take further action, as appropriate. At a minimum, this will include completing reviews of complaint event code levels on a monthly basis by the product team. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco handpiece was returned and during functional testing, the phaco handpiece exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, system message (sm) [tune failed ¿ loose tip] and/or sm [u/s hp failure - handpiece voltage low (short circuit)]. A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phaco handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phaco handpiece assembly was identified as a contributing factor. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the handpiece heating issue was observed. The procedure details and patient harm was not provided. Additional information has been requested. New information received indicated the event happened during cataract surgery. There was no patient harm.